Event description:
It was reported by service report that the stretcher would stop suddenly after running for some time. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom drive assembly.